Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) evaluated the system on-site and determined that the wireless foot switch does not function. During troubleshooting, fse noticed that the charging pin was broken. To resolve the issue, fse replaced the wireless footswitch. The failure part examination revealed that the two pins of the charger connector had come out, resulting in the major failure of the wireless footswitch. Additional faults included a loose top bracket and three out of four anti-slips missing. Following the replacement, the system was restored to proper working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the mechanical footswitch issue occurred outside of clinical use. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. The investigation has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that foot switch was defective. No harm was reported to philips. Philips has started an investigation of this complaint.